Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated that contacts on the battery cap was neither missing nor damaged and battery compartment was neither damaged nor corroded. Display did not return after insulin pump restart. It was reported that battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.